Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bump at the bend section about 5 centimeters from the forceps channel. The issue was found during the reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
Additional info: h2, h3, h4 and h6. The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was not identified. We confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Bf-mp290f IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿, reprocessing manual ¿chapter 2 function and inspection of the accessories for reprocessing 2.2 channel cleaning brush (bw-18v) ¿, ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.